Manufacturer narrative:
(B)(4). A flexiva 1000 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 0.5mm and appeared used. Additional examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. There were no damages noted on the fiber body and fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and scattered with effective transmission of 66.2%. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on april 18, 2016 that a flexiva 1000 laser fiber was to be used during a ureteroscopy with laser lithotripsy procedure on an unknown date. According to the complainant, during unpacking, it was noted that the tip of laser fiber was broken. The procedure was completed with another flexiva 1000 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.